Manufacturer narrative:
Updated the event description to reflect updates of may 28, 2020. Reported event: it was reported that ¿(B)(6) - mps laura gray reported inaccurate cuts during trialing. Tka case planned for 7.5mm resection and surgeon measured actual resected bone to be 9mm causing very poor results. Confirmed all presurgery checks passed. Mps is requesting courtesy visit asap as surgeon is threatening to cancel all cases until system is inspected. Next case is tomorrow at 7:30am pst. Requested logs. Update 28 may 2020: as per duplicate (B)(4). During a mako tka procedure the distal femur/tibia workflow was used to address a difficult valgus deformity. Once all the cuts were made, the joint was in 15 degrees of hyper extension. The surgeon used a caliper to measure the resected femur and measured that the robotic arm took off 9mm of distal femur while the plan reflected only 7.5mm. As a result the surgeon believes that the cuts on the robotic arm were off and is requesting that a complaint be filed and the robot be looked at prior to any more cases being completed. He is going to cancel cases tomorrow and friday if someone cannot get to the robotic arm tonight. We need someone to come look at the arm asap. Case type: tka. Surgical delay > 30 minutes.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes:none. Work performed: was not able to duplicate the inaccuracy. System passed accuracy but was on border line. Camera lenses were a little dirty; therefore cleaned them thoroughly. As a safety precaution, retaught motor phasing & homing constants. Therefore performed kin-kal and accuracy to try and tighten down the accuracy. The transmission cables were a little loose on j4 as well; therefore tighten them within specification. Everything else looked good and passed all tests within tolerance. Talked to mps and she is going to perform a saw bone before the cases on (B)(6) 2020 pm conducted through (B)(4)- performed routine pm service. No problems observed and no additional actions were warranted work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that (B)(6) was inspected on 10/10/2018 and was handled. A review of the data revealed that the non-conformance is not related to the failure alleged in this complaint. Conclusions: the failure was not confirmed however, it was noted that the system passed accuracy but was on border line and the camera lenses were a little dirty. Pm was conducted by the fse. It is also noted that the fse spoke with the mps and she is going to perform a saw bone before the cases on (B)(6) 2020. As of completion of this investigation no further allegation of inaccurate cuts were made through the system service max. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
(B)(6) - mps reported inaccurate cuts during trialing. Tka case planned for 7.5mm resection and surgeon measured actual resected bone to be 9mm causing very poor results. Confirmed all presurgery checks passed. Mps is requesting courtesy visit asap as surgeon is threatening to cancel all cases until system is inspected. Next case is tomorrow at 7:30am pst. Requested logs. Update 28 may 2020: during a mako tka procedure the distal femur/tibia workflow was used to address a difficult valgus deformity. Once all the cuts were made, the joint was in 15 degrees of hyper extension. The surgeon used a caliper to measure the resected femur and measured that the robotic arm took off 9mm of distal femur while the plan reflected only 7.5mm. As a result the surgeon believes that the cuts on the robotic arm were off and is requesting that a complaint be filed and the robot be looked at prior to any more cases being completed. He is going to cancel cases tomorrow and friday if someone cannot get to the robotic arm tonight. We need someone to come look at the arm asap. Case type: tka. Surgical delay > 30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps reported inaccurate cuts during trialing. Tka case planned for 7.5mm resection and surgeon measured actual resected bone to be 9mm causing very poor results. Confirmed all presurgery checks passed. Mps is requesting courtesy visit asap as surgeon is threatening to cancel all cases until system is inspected. Next case is tomorrow at 7:30am pst. Requested logs. Case number: (B)(4).